Manufacturer narrative:
The source of the scuffing and steel flakes found in scanning electron "microscopy "(sem) analysis on the driveshaft device were unknown. Correction: additional MFR narrative: the source of the scuffing and steel flakes was not mentioned in the original report. Csi ID: (B)(4).

Manufacturer narrative:
The coronary diamondback orbital atherectomy device (oad) was received at csi for analysis. Visual examination revealed adhered biological material and suspected corrosion. Analysis did not identify any damage that may have contributed to the accumulating material. The morphology and exact root cause of the biological material was unknown. The oad was tested on both speeds and functioned as intended with no abnormalities observed. Scanning electron microscopy (sem) analysis revealed scuffing on the edges of the crown and evidence of stainless steel flakes on the filars near the crown. There was no other damage or abnormalities observed with the oad that would have contributed to the reported event. At the conclusion of the device analysis, the reported event that a perforation occurred, and the patient expired could not be attributed to device issue. The root cause could not be determined through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional information has been requested regarding the reason the physician does not believe the csi device contributed to the reported event but has not yet been received. If additional information is received then a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
During a procedure where a coronary orbital atherectomy device (oad) was used, a perforation occurred and the patient expired. The target lesions were located on the distal side of the left main artery (lm), the ostial to proximal side of the left anterior descending artery (lad) and the ostial to proximal side of the left circumflex artery (lcx). Access for the procedure was obtained via the radial approach, and femoral access was gained to place an intra-aortic balloon pump (iabp). A guiding catheter was inserted along with a competitor guide wire into the lcx, and replaced with a teleport microcatheter. The competitor guide wire was removed and replaced with a coronary viperwire, and the teleport microcatheter was removed. The oad was tested outside of the body and inserted into the patient, where it was advanced towards the lm. The oad was operated on low speed between the lm through the ostial lcx for three treatments. It was noted that flow was present and the oad was removed using the glideassist feature. The lad was wired using the same technique and the oad was reinserted. The oad was operated on low speed from the lm to the ostial lad for three treatments. The oad was then operated for ten seconds on high speed in the lm. The oad was removed using the glideassist feature, and the viperwire was removed with the use of the teleport microcatheter. Imaging was performed after use with the oad and did not reveal any issues. A competitor wire was inserted into the teleport microcatheter and the teleport microcatheter was removed. Another competitor wire was inserted down into the lcx and both vessels were wired and inflated with numerous balloons without any issues noted. A stent was placed in the lad. Balloon angioplasty was performed in the lm, extending into the previously placed lad stent. Upon deflation of the balloon near the stent, the patient became unstable, wire access was lost and an angiogram was performed which revealed a large perforation in the lm. The patient coded and cardiopulmonary resuscitation (CPR) was performed. Attempts were made to re-cross the vessel so a stent could be placed, but they were unsuccessful. A pericardiocentesis was performed simultaneously. The physician called time of death 20-25 minutes later. Per the opinion of the physician, the primary cause of death was the perforation in the lm, and the secondary cause was the cardiac tamponade. The physician does not believe a csi device contributed to the reported event, however further information regarding the cause of the perforation has not yet been received.